Manufacturer narrative:
The customer has indicated that the complaint device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported that the handle cannot be properly cleaned to function properly. There was no patient involvement.

Manufacturer narrative:
The complaint sample was not received by integer for evaluation, therefore the reported event is non-verifiable. The customer indicated the complaint sample was discarded. A valid lot number was not received, therefore neither a process evaluation nor a manufacturing review were completed. No further investigation required.